Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. The same day as event onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with ceftazidime injection (1 gm, daily, discontinued, route not reported) and vancomycin injection (1 gm once in five days, discontinued, route not reported) for peritonitis. It was reported approximately one week ago, the patient was discharged from the hospital and was recovered from the event. Pd therapy was ongoing. It was reported the patient was retrained on the proper aseptic technique. No additional information is available.